Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the patient line. Additionally, it was reported that the customer heard "clicking sounds" that came from the cartridge. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 167-350 mg/dl.